Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Jaws and dried body fluids the analysis results of the el5ml found that the device was received with the jaws closed; the trigger was forced to its open position and the jaws opened without any difficulties; however, one jaw leg was noted to be broken at the bifurcation. In addition, excessive dried body fluids came off from the jaws. Due to the returned condition of the instrument, no further testing could be performed. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. It is possible that the dried body fluids could have prevented the feeding of the clips. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric sleeve procedure, while clipping around small gastrics and along the staple line, the clip applier locked up. Another like device was used to complete the procedure. There were no adverse consequences for the patient.